Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred.

Event description:
Procedure performed: laparoscopic lynx procedure. Event description: relatively straight forward patient with no previous surgery, comorbidities, average weight/build. Skin incision made slightly left lateral to the umbilicus, scope entered into cff73 and placed in skin incision, scope focused on subcutaneous fat, gas set at pressure 15 with low flow, begun insertion with good optics and gas on, established abdominal rectus muscle proceeded to advance trocar, no obvious sign of being into abdominal cavity, removed trocar, then reinserted, changed gas to high flow, advanced trocar under vision, received red flash on screen, withdrawn port slightly and noticed gas flow, waited to establish pneumo, noticed gone through transverse mesocolon, removed obturator inflated ballon, entered scope, upon entering the scope, observed some slight bleeding, heart rate then begun to raise with no immediate obvious reason surgically, anaesthetist confirmed not due to their side so decided to open the patient, upon entry to the abdomen found an injury at the portal vein at the superior mesenteric vein. Immediate action was taken to suture closed the injury, patient lost 5litres of blood, had to undergo blood transfusion, a scan 2 days later revealed thrombosis of the area, now receiving further treatment/medication, intra-abdominal wound infection and mrsa developed. Additional information received from field implementation team member by email on 05sep2019: the blood loss is accurate, they had to have 6 units of cross match during the procedure. Additional information received from field implementation team member by email on 12sep2019: the trocar was placed by applying moderate, controlled pressure. The trocar was placed while gently rotating in alternating clockwise and counterclockwise directions. The patient did not present with excess skin and had no pannus. The trocar was angled in the direction of the operative field, towards the upper abdomen. The patient was supine, completely flat. A 30 degrees scope was used. There was no recording at this early stage of the procedure. The surgeon has used the fios technique before, > 100 times. The previous first entry technique was a combination of open cut down and the [competitor] equivalent of the applied port. Before converting to open, following the initial port entry, a further 2 ports were placed both under direct vision. One was to facilitate liver retraction, one was or would have been for a grasper - but was used to place camera to establish nature of injury prior to conversion. They were not the cause of the injury. It was clearly the initial entry port. Additional information received from field implementation team member by email on 25sep2019: patient is still being treated as an inpatient, they appear to of sustained a luminal gut injury which has resulted in multiple drains being used and further infection. They are uncertain if this suspected bowel injury is caused by ischaemia from the portal vein injury or another type of injury sustained at the time of the operation or post operatively. The patient is ongoing further treatment and investigation. Type of intervention: conversion to open, suture, blood transfusion, further treatment/medication. Patient status: ongoing concerns.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic lynx procedure. Event description: relatively straight forward patient with no previous surgery, comorbidities, average weight/build. Skin incision made slightly left lateral to the umbilicus, scope entered into cff73 and placed in skin incision, scope focused on subcutaneous fat, gas set at pressure 15 with low flow, begun insertion with good optics and gas on, established abdominal rectus muscle proceeded to advance trocar, no obvious sign of being into abdominal cavity, removed trocar, then reinserted, changed gas to high flow, advanced trocar under vision, received red flash on screen, withdrawn port slightly and noticed gas flow, waited to establish pneumo, noticed gone through transverse mesocolon, removed obturator inflated balloon, entered scope, upon entering the scope, observed some slight bleeding, heart rate then begun to raise with no immediate obvious reason surgically, anaesthetist confirmed not due to their side so decided to open the patient, upon entry to the abdomen found an injury at the portal vein at the superior mesenteric vein. Immediate action was taken to suture closed the injury, patient lost 5 litres of blood, had to undergo blood transfusion, a scan 2 days later revealed thrombosis of the area, now receiving further treatment/medication, intra-abdominal wound infection and mrsa developed. Additional information received from field implementation team member by email on 05sep2019: the blood loss is accurate, they had to have 6 units of cross match during the procedure additional information received from field implementation team member by email on 12sep2019: the trocar was placed by applying moderate, controlled pressure. The trocar was placed while gently rotating in alternating clockwise and counterclockwise directions. The patient did not present with excess skin and had no pannus. The trocar was angled in the direction of the operative field, towards the upper abdomen. The patient was supine, completely flat. A 30 degrees scope was used. There was no recording at this early stage of the procedure. The surgeon has used the fios technique before, > 100 times. The previous first entry technique was a combination of open cut down and the [competitor] equivalent of the applied port. Before converting to open, following the initial port entry, a further 2 ports were placed both under direct vision. One was to facilitate liver retraction, one was or would have been for a grasper - but was used to place camera to establish nature of injury prior to conversion. They were not the cause of the injury. It was clearly the initial entry port. Type of intervention: conversion to open, suture, blood transfusion, further treatment/medication. Patient status: ongoing concerns.